Manufacturer narrative:
A report was received that a 6 x 150mm smart vascular stent delivery system (sds) failed to cross the lesion. The sds was removed and the procedure successfully completed with another 6 x 150mm smart sds with no reported patient injury. Once removed, the site noted that the stent had prematurely deployed. The event involved a female patient with a target lesion in her left superficial femoral artery that was described as a 100% stenosed chronic total occlusion (cto) and mildly tortuous. The patient¿s vasculature was accessed via an ipsilateral approach with a 6fr 26cm medikit parent catheter sheath introducer. The lesion was crossed with an 0.014¿ chevalier floppy and the lesion assessed with intravascular ultrasound. The lesion was then pre-dilated with a powerflex pro balloon. The site reported that the smart sds had been handled and prepped according to the instructions for use (IFU) with no anomalies noted during this prep. They further reported that the sds could not cross the ¿front¿ of the target lesion. The sds was successfully removed and it was then noted that the tip of the stent had prematurely deployed. The procedure was successfully completed with another 6 x 150mm smart sds with no reported patient injury. One non-sterile smart 120/150, vascular 6mm x150mm was received with a partially deployed (.5cm) stent and the hemostasis valve in the open position. No other discrepancies were found. Functional testing of the deployment process was successful with no anomalies noted. The dimensional analysis of the usable length and outer member outer diameter were within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-premature deployment¿ event was confirmed based on the results of the visual analysis. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kind of issues. The reported ¿sds - failure to cross¿ event could not be confirmed based on the results of the dimensional analysis. It is possible that the prematurely deployed stent may have contributed to the inability to cross the lesion or that the failure to cross contributed to the prematurely deployed stent. The product IFU states that the use of this device is contraindicated in patients with highly calcified lesions. Based on the information available for review, there are vessel characteristics (100% cto) and procedural factors (inability to cross cto) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant products: sheath introducer (6f26cm parent, medikit). Guidewire (0.035·1.5mm radifocus, terumo) . Guidewire (chevalier 14 floppy). (B)(6).

Event description:
As reported, a smart 120/150, vascular 6mm x 150mm self-expanding stent (ses) was delivered to the lesion. However, it could not be advanced at the front of the lesion. Therefore the stent was removed from the patient's body and it was confirmed that a tip of the stent was prematurely deployed. Therefore the stent was changed to another smart stent (same product number). The procedure finished successfully. There was no reported patient injury. The target lesion was the left superficial femoral artery. The lesion was mildly tortuous. The rate of stenosis was 100% chronic total occlusion (cto). An ipsilateral approach was made with a sheath introducer (6f26cm parent, medikit). A guidewire (0.035 1.5mm radifocus, terumo) crossed the lesion over a balloon (powerflex pro). The guidewire was changed to another one (chevalier 14 floppy) for checking with ivus. After ivus, pre-dilation was performed with the balloon. It is unknown if it was a de novo lesion. It is unknown if the lesion was inside a previously placed stent. The length of the lesion is unknown. The diameter of the vessel (healthy are of treated lesion site) is unknown. The degree of calcification is unknown. It is unknown if there were any damages or anomalies noted on the device or stent delivery system prior to use. The product was handled and prepped properly according to the instructions for use (IFU). There were no anomalies noted during the prep of the device. It is unknown if there was any difficulty getting the guidewire to cross the lesion. It is unknown if the device was ever in an acute bend. It is unknown if force was ever required when using the device. It is unknown if the device was easily removed from the patient. It is unknown if any kinks were noted on the device after removal. It is unknown how much of the stent had been pre-maturely deployed. The device will be returned for analysis.